Manufacturer narrative:
Device was discarded by hospital.

Event description:
It was reported that the locking mechanism at inferior end of an ozark view plate was noted to be fractured upon exposure during scheduled pseudoarthrosis revision of c6/7. The 2 inferior screws were 1-2 threads "proud" of the plate and not fully secure. This report will represent the first of two screws.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis were unable to be considered since the device/images were unavailable for evaluation. Review of the device history record and complaint history could not be performed as a valid lot code was not identified. Per ozark view and guide surgical technique: the screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole. Screws are available in self-starting and self-tapping options; if tapping is required, the 10 mm tap may be inserted into the previously drilled screw holes to tap the vertebral bodies. The depth of the tap within the vertebral body will be restricted to up to 10 mm below the plate. Note; do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Note; fixed screws have a laser marked line on the head of the screw. Once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 tapered driver: the size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in the insertion of the screws. Attach the proximal end of the driver to the spin tap handle. Engage the stab-and-grab feature by inserting the driver into the screw. If preferred, the selected screw can be inserted into the vertebral body via the fast guide when using the guide plate. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12 in-lbs torque limiting handle. Note: the threaded driver will not work with the fast guide. Migration could not be confirmed since no images of the construct were able to be reviewed, and the screws were discarded at the hospital. It is not clear what may have caused the screws to migrate, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved, then the construct may eventually fail. Ultimately, however, the failure mode could not be confirmed, and no cause for the issue was able to be determined.

Event description:
It was reported that the locking mechanism at inferior end of an ozark view plate was noted to be fractured upon exposure during scheduled pseudoarthrosis revision of c6/7. The 2 inferior screws were 1-2 threads "proud" of the plate and not fully secure. This report will represent the first of two screws.